Event description:
Reportedly, the patient had a cholesteatoma removed on the implanted side at a non-cochlear implant facility (date not reported). Following that surgery, the patient showed "unpleasant reactions" to sound. Results of integrity tests done in 2003 were equivocal. The patient's sound processor was reprogrammed and reportedly was "doing fine" as of 2003. In the summer of 2008, the patient reported "beep sounds" with and without the sound processor. The patient also reported some overly loud sounds during testing at the clinic. An integrity test was done in the same month. Review of those test results indicated that the device is not functioning within specifications. No information regarding explant/reimplant plans were available as of the date of this report, 2008.